Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb port was loose, and the pump battery could not be charged properly. Customer¿s blood glucose level was 71 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.